Manufacturer narrative:
(B)(4).

Event description:
A power on reset condition on the pt's neurostimulator was reported. No further information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.